Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 398 mg/dl. The customer was also vomiting. It was stated that the customer had been experiencing high blood glucose levels for the past 12 hours. No troubleshooting was conducted as the customer did not have any supplies with her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.